Manufacturer narrative:
Carefusion file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported event and determined the most likely cause of the issue is the front panel assembly. The fsr replaced the front panel assembly and the issue was resolved. The fsr repaired the device and returned the unit to service specifications. The fsr reported the suspect component will not be returned. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator, the unit has a touchscreen fault. The authorized representative reported the touchscreen is nonresponsive and intermittently does not respond to command. The authorized representative determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.